Event description:
Iabp inserted into (r) femoral artery. Pt in cardiogenic shok. Balloon would not fully deploy with attempts to fill, several attempts at filling were made. Technical services at co contacted. Still unable to deploy balloon. Balloon abandoned. New iabp catheter inserted.